Event description:
The customer reported that the fluoro button was sticking and they had to hit the emergency stop to shut the unit down during a case with pt involvement. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported. This malfunction may have resulted in a possible accidental radiation occurrence.